Manufacturer narrative:
Date of event: exact date unknown, event occurred 6 months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI compatible ipg. The patient was doing well postoperatively and the explanted ipg will not be returned.